Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged usb cable not charging issue was verified, but the battery and fill estimate issues could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery was depleting quickly and that the tandem-provided usb charging cable became damaged and was no longer able to be used to charge the pump. A replacement usb cable was sent to the customer to resolve the issue. Additionally, it was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Reportedly the customer experienced a low blood glucose (bg) level of 41 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.